Event description:
Healthcare professional reported right side "capsular contracture". Later healthcare professional reported "baker grade ii/iii" and that patient was prescribed zafirlukast as treatment. The device remains implanted. The device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade ii/iii capsular contracture.